Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not displaying tidal volume. It was also confirmed the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. There is no report of patient involvement.